Event description:
False positive result (s). Have used 5 tests and not confident of results. One test showed a positive result. I followed up with a pcr lab and abbott home test and both showed negative. Did another flowflex test a week later. Showed positive. Again followed up with a pcr lab test and abbott home test and both showed negative.